Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for support with the impella cp optical device. After advancing the repositioning sheath, during placement of the device, the access site developed a persistent bleed. The blood vessels around the access site were noted as torn. As a result, the pump was surgically removed and the injury was repaired.